Manufacturer narrative:
Pending investigation.

Event description:
As reported by legal notification, the underwent a revision surgery due to severe pain, swelling, and instability due to wear of the polyethylene components and resulting component loosening and/or other failures causing serious complications including tissue damage, osteolysis, permanent bone loss and other injuries. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. There are no user-related issues reported that appear to have contributed to the reported event. There are no patient conditions reported that appear to have contributed to the reported event. A review of manufacturing data was unable to be performed as the serial information of the product involved in the event was not available. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 clinical code.